Event description:
Our sales rep reported that the monotube is broken during standing with crutches.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.